Manufacturer narrative:
(B)(4).a device history review was performed with no exceptions during manufacturing found.a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that had experienced failure code 550. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 550 was confirmed as failure code 550:320:844:0000 during product evaluation in the pump's event history. There was no damaged found on the speaker and wiring. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition.